Event description:
Customer reports, the doctor was closing the fat layer with dexon suture when he noticed the end of the suture needle was missing. The pt was taken to x-ray for examination. No pt injury is reported.